Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case the exact cause of the paravalvular leak could not be determined; the moderate paravalvular leak increased to moderate-severe in a two month period. Significant comorbidities existed, however the increase in pvl cannot be excluded as a contributing factor to the patient¿s death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
The (B)(6) female was admitted 3 ½ years post sapien valve implant with acute on chronic systolic congestive heart failure. The patient was also found to have acute on chronic renal failure. The patient received diuretics and dobutamine drip. On echocardiogram the aortic valve replacement appears to be well seated. There is moderate to moderately severe aortic regurgitation. Since the previous echo 2 months earlier, the degree of aortic regurgitation has increased. The patient was discharged to hospice care and reportedly expired 10 days after discharge.